Event description:
A company representative reported that during device inspection at a user facility, foreign material was found in the device sterile packaging. The company representative reported that there was no patient involvement, no procedural delay, no medical intervention, and no adverse consequences with this event.

Event description:
A company representative reported that during device inspection at a user facility, foreign material was found in the device sterile packaging. The company representative reported that there was no patient involvement, no procedural delay, no medical intervention, and no adverse consequences with this event.